Event description:
It was reported that the battery door cover of the epg (external pulse generator) was broken off. The epg was returned for repair and test/calibration. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken. However it was also noted that the lower case was broken, the battery release was contaminated, the ring and side bail covers were broken, the battery contacts were compressed, the keyboard was scratched and one case screw was missing. (B)(4).